Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted after approximately four years in service when it has an estimated longevity of around 10 years. A new device was implanted. No additional patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to physicians discretion. A new device was implanted. No additional patient effects were reported.

Manufacturer narrative:
Information from the field indicates that this device was explanted due to physicians discretion.